Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were not returned. The needle overmold assembly was severely bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was performed on the returned device and found the actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair surgery using the fast-fix 360, the t2 implant could not be deployed. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.